Event description:
It was reported that the pt experienced a burning and shocking/jolting sensation. It was also reported that the burning sensation had increased with time and that the pt was turning their stimulation off. The burning sensation was only experienced at the ins pocket location and while stimulation was on. The shocking sensation was in the right rear buttock and was random in nature. The target for the pt's stimulation was their right foot. Palpation of the device caused an increase in the burning sensation but did not affect the shocking/jolting feeling. Impedance measurements were normal.

Manufacturer narrative:
(B) (4)